Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1839897 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1839897 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire c1839897; upon review of complaints this failure mode has not occurred previously with this lot c1839897 the instructions for use ifu0062 which accompanies this device includes the following contradictions ¿inability to pass the wire guide or stent through the obstructed area.¿ from customer feedback it is known ¿stent insertion was a little difficult due the situation, scope bended. It was a difficult to attend the good position.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could be determined from the available information. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the stent deployment and recapture issue reported. It is known from customer feedback that a resistance was felt passing the evolution through stricture. It may be noted that as per complaint description ¿stent insertion was a little difficult due the situation, scope bended.¿ summary: complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
Product was desterilized. No explanation given. "As per cc form": dr made ercp without pb, scope was a little bended but not s much, guide wire was inside bilary duct and doctor decided to put a metallic stent full covered. Nurse opened the package and all seemed ok. They inserted guide wire into evo b without problem and then system into the operating channel. Stent insertion was a little difficult due the situation, scope bended. It was a difficult to attend the good position. Dr asked to nurse starting to deploy the stent and it was impossible. Nothing happened, impossible to deploy but also impossible to recapture the stent. They removed all evo b system and they took a boston metallic stent, they could perform examination without pb and patient is going well a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence why was it desterilized and how they used stent for examination - was the device used yes details in report prefix: evo please circle or state your answers below: general questions: 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal 2. What endoscope type and channel size was used? Olympus 4.2mm 3. What was the position of the elevator? N/a, open, closed open 4. Details of the wire guide used (diameter, type, make)? Cook wire guide 035 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 7. Please advise the anatomical location of the intended target site. Biliary duct 8. How long was the stent in the patient by the time this complaint occurred? 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? Yes, boston stent same examination same day 12. What intervention (if any) was required? No 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? Na 2. Where was the stricture located in the body? Choledoc 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? Yes, difficult 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? Yes 3. If yes, at what point? From the beginning questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment 2. If other, please specify 3. Was the directional button pressed during use? Yes 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? No] questions related to during introducer withdrawal 1. Are images of the device or procedure available? No 2. Was final stent placement confirmed using endoscopy / fluoroscopy? Yes 3. If yes, what was used? Fluoroscopy 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a 5. Was the safety wire fully removed before removing the delivery system? N/a 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Forceps, snare, other 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no 4. If yes, please when this was felt? Advancement or deployment 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning